Event description:
It was reported that the system 2800 would not power on. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the surge suppressor module was defective and was replaced. The system was tested and found to be working as intended and placed back into service.